Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. H4 has also been corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable finding could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomenon identified in b5, the following phenomena were also identified during the device evaluation: the insulation resistance value at the distal end did not meet the standard value due to adhesive peeling on the bending section cover; the plastic distal end cover had a dent; the adhesives around the light guide lens had a white-clouded area; the adhesive around the light lens was peeled; the objective lens had a scratch; the adhesives around the objective lens had a white-clouded area; the adhesive around the objective lens was peeled; the protector of the universal cord on the suction connector side had a scratch; the universal cord had a scratch; the forceps channel port was shaved; the suction cylinder was shaved; the paint on the air/water cylinder was peeled; the control unit had discoloration; the adhesive on the bending section cover had a white-clouded area; the adhesive on the bending section cover had a crack; the adhesive on the bending section cover had a chip; the play of the up/down knob was out of the standard value due to wear of the angle wire; the connection tube had coating peeling; and the connecting tube had a scratch.. The investigation is ongoing and follow up with the user facility is currently being performed.. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) (documented here due to character limitation in respective field).

Event description:
During the device evaluation, it was observed that there was foreign material in the nozzle. There was no patient involvement.